Event description:
It was reported to boston scientific corporation on 08/05/08 that a wallflex enteral colonic stent device was placed in 2008. According to the complainant, after deploying the stent, the physician realized that rather than placing a wallflex colonic stent as intended, a wallflex duodenal stent had been implanted into the pt's colon instead. According to the complainant, the physician observed the pt and the event was resolved without intervention. There were no pt complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
According to the wallflex exteral duodenal stent product dfu (directions for use), "the device is indicated for the palliative treatment of gastro-duodenal obstructions produced by malignant neoplasms."